Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported during an intraocular lens (iol) implant procedure, the lens was found out to be scratched after implantation. The lens was removed during the initial procedure. Additional information has been requested and received stating scratch was noted at the center of the lens. Enlargement of incision was required to removed lens during the initial procedure.